Manufacturer narrative:
Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. Motor tested ok. Insulin pump was monitored and all operating currents tested within specification range. No unexpected low battery alarms or weak battery alarms noted. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It was reported that the insulin pump alarmed and the rubber from the reservoir compartment was outside of the device. It was also reported that the device was not delivering enough insulin, but the insulin pump was not detecting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.